Event description:
The customer reported via the sales rep that the screw has cross threaded in the plate. It is further reported that the surgeon completed the procedure using another kit.

Manufacturer narrative:
Add'l info has been requested, and if rec'd, will be provided on a supplemental report.